Event description:
It was reported that bd micro-fine¿ pen needles 29g had illegible printing. No patient impact reported. The following information was provided by the initial reporter: description of issue ¿illegible printing¿.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no sample was provided however photos were provided 27/07/2022 to bdm-ps for analysis. The description of issue and the review of the samples has been identified to be consistent with description of failure mode in pic report. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. It is not proposed to complete additional batch history review as non conformities relating to this issue would not be highlighted in batch history report.

Event description:
It was reported that bd micro-fine¿ pen needles 29g had illegible printing. No patient impact reported. The following information was provided by the initial reporter: description of issue ¿illegible printing¿